Manufacturer narrative:
Expiration date - unknown due to catalog and lot number being unknown. UDI: unknown due to catalog and lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to catalog and lot number being unknown. Occupation: chapman clinical supervisor. Investigation findings is based upon the evaluation of user facility information. 213 is based on the representative samples. Based from the results of our investigation, the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Simulation of safety sheath manual activation was successfully done on sg3 needles representative samples wherein no bending of cannula was encountered similar to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Only samples passed are allowed to be shipped. (B)(4).

Event description:
The user facility reported that the clinician used the sg3 for either a flu shot or tdap. The activation was done incorrectly on a hard surface. When this happened, the needle bent and came out of the safety cap and scraped the clinician. They did a full panel for hepatitis and hiv and patient tested negative. There was no patient injury, medical/surgical intervention required. The patient was in good condition. The procedure outcome was good. Additional information was received on 28september2020: the clinician activated on a hard surface, but not on the recommended angle. Additional information was received on 05october2020: the clinician did not require medical intervention beyond the first aid. Per facility protocol, the screen for infectious disease was completed to clear the lvn to return to work. Patient demographics not provided other than female, regarding lvn who incurred scratch. The actual patient receiving the injection was not impacted, injection was received as intended. Activation was done with her index finger, so the needle scratched her as she attempted activation. The safety needle was disposed.